Manufacturer narrative:
Investigation included user education and guided troubleshooting focused on replacing the insulin pathway consumables and verifying pump priming and rewinding. Investigation of this case revealed that worn or reused disposable components in the insulin path produced flow restriction leading to occlusion detection and consecutive motor stalls. It was concluded that the device hardware was not defective and that replacing the single-use consumables corrected the problem, with no further action required beyond user counseling on appropriate supply use.

Event description:
It was reported that an ilet user experienced persistent alert 38 motor stalls and insulin occlusion alerts on the insulin delivery system, occurring after the user had been reusing cartridges and connectors due to supply issues; after new supplies were obtained and a dry-run and full supply change were performed, the occlusion and motor stall resolved and insulin delivery returned to expected function. Symptoms included hyperglycemia with a reported blood glucose of 268 mg/dl; the user affirmed having backup therapy if needed. Outcomes included no emergency care, no hospitalization, and restoration of glycemic control after the supply change.